Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report low blood glucose levels. The customer's blood glucose level was 40 mg/dl at the time of incident, but was 90 mg/dl at the time of call. The customer treated by drinking orange juice. The customer stated that he could not remember if he bolused for a meal and also did not remember how to check. The call was disconnected and nothing was replaced or returned.